Event description:
Medical examiner's report received 3/11/96 citing death as a result of hemopericardium with cardiac temponade due to perforation of the right atrium and aorta by stent following embolization from the liver during insertion. The medical examiner's report states examination of the end of the stent revealed dimensions consistent with injuries of the right atrium and aorta. Medical examiner's office denied request for return of the stent to hosp.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.